Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and offline in remote support service. A field service engineer checked the power supply and confirmed it was functioning properly, disconnected the auxiliary unit and each drawer, then identified main half height drawer 3.2 as the source of the issue, as it was causing the device to lose power. The fse replaced the drawer board and pyxibus module controller board, identified a faulty latch sensor and replaced it, rebooted and reconfigured the system, completed a firmware update, and verified functionality by testing in the hardware test application (hta). The customer then successfully performed inventory operations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported that the mktxbhupx5 station was turn to black screen. Customer tried to reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.